Event description:
The customer observed a falsely elevated magnesium (mg) result for one patient on an architect c8000 analyzer. The following example was provided (customer¿s normal range for mg is 1.6-2.6 mg/dl): initial result was 6.1, repeat, on another analyzer, was 1.1 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr)was dispatched due to the customer reporting a falsely elevated magnesium result on an architect c8000, serial number (B)(6). Through an extensive investigation, the fsr found the smpl probe tubing, list number 01g48-05, needed to be replaced which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.